Event description:
User received discrepant hcg result for one patient sample. Initial result 4.77 miu/ml and was reported as <5 miu/ml by the laboratory information system. The doctor questioned the result and testing was repeated. Repeat result was <0.100 miu/ml on 09/11/08 and <0.100 miu/ml twice on 09/12/08. Corrected report was sent. Treatment of the patient was not affected. The field service representative determined the measuring cell needed to be replaced. He replaced it and adjusted the high voltage. Performance tests were performed.